Manufacturer narrative:
Lot number - 18g013, 18h033, 18n010, 19a018, 19b036, 19c024, and an unspecified lot number. Four (4) single-use devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the four devices was found to be within specification. The reported condition was not verified. The devices were found to be conforming product. Photographs of four (4) samples were also provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported flow rate issues could not be verified through evaluation of the photographs. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the reported lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 10 </noe> malfunction events. It was reported that ten small volume folfusors had flow issues during infusion. Four of the devices overinfused, and six devices underinfused. These events involved patients with no patient consequences. No additional information is available.